Event description:
It was reported the device displayed alarm -cassette unlatched- with cassette latched. The event took place during the testing of the device. No patient injury was reported.

Manufacturer narrative:
Device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Visual inspection found the device intact. Review of the event history log found the event multiple times. The customer stated problem was not duplicated. The unit was tested by operating the attach/detach cassette many times and the pump was found to be operating normally. No fault found with the device. The cause of the reported problem could not be determined. A DHR review was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review.